Event description:
It was reported that during preparation of an angioplasty procedure, the coating of the sheath allegedly peeled off when the sheath was wetted with saline. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. There was no evidence of coating peeling off on the returned sheath. The device did exhibit solidified yellow and dark residue possibly bodily substance along sections of the sheath. It is possible that this residue was transferred to the device during preparation by the hcp. The substance is unlikely to be manufacture related as 100% visual inspection for device defects is performed during sheath production. Hydrophilic coating was absent on a section of the sheath commencing close to the tip for a length of 195mm. The coating absence may have occurred during the wetting activity during user device preparation or decontamination process at bd enniscorthy. The result of the investigation is unconfirmed for the reported unraveled material. The root cause for the reported unraveled material could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: instruction for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: warnings: 1. Contents supplied sterile using ethylene oxide (eto). Non-pyrogenic. Do not re-use, reprocess or re-sterilize. This device is intended for single use only. 3. This device has been designed for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Precautions: 21. In order to activate the hydrophilic coating, it is recommended to wet the halo one¿ thin-walled guiding sheath with heparinized saline solution immediately prior to its insertion in the body. Failure to activate the coating may lead to sub-optimal trackability of the sheath. To maintain lubricity this surface must be kept completely wet. Equipment required: sterile saline solution (heparinized). Sterile saline solution (heparinized) / contrast medium (2:1 ratio recommended). H10: d4 (expiry date: 06/2023), g3, h6(device). H11: g1, h6(method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation of an angioplasty procedure, the coating of the sheath allegedly peeled off when the sheath was wetted with saline. There was no patient contact.